Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp). Hcp reported that managing healthcare provider made therapy adjustments, yesterday, and since patient got home, he has had difficulty with moving and swallowing. Patient in group a at 1.5 and 3.7ma, however patient doesn't have the ability to adjust stimulation on the left, it's locked out at 1.5ma. Technical services(ts) reviewed that patient wasn't given the ability to adjust the left side, and this issue can only be resolved with clinician programming. Hcp most likely didn't set limit for patient on the left side. Caller also mentioned the right impedance level 8 and 10 were out, thus, her reason for reprogramming patient.